Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the pacemaker exhibited unspecified sensing anomaly as the electrogram (egm) readings were jagged. Surface electrogram was performed to complete the follow-up. No intervention was performed. There were no patient consequences and patient would continue to be monitored.